Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, upon deployment the valve implant position was too deep, and a right pulmonary artery occlusion was noted. Per the physician, the cause of the occlusion was due to improper placement of the bioprosthetic valve. The patient was reported to be in stable condition. Four hours later, the bioprosthetic valve was surgically explanted and a homograft was implanted. It was noted that the patient had a short conduit with equal height of the right and left pulmonary artery bifurcation. No additional adverse patient effects were reported.